Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that when nurse was giving IV push dilaudid through the patient's ij. The ij had caps on. When the nurse connected the IV dilaudid syringe, there was so much pressure in the cap that fluid in the line backflowed into the dilaudid syringe, which caused the plunger to pop out of the dilaudid medication syringe and all of the dilaudid spilled out and was wasted on the nurse's hand.

Manufacturer narrative:
Cancel- duplicate to pr (B)(4)- MDR made in error as it was a duplicate.

Event description:
Error.